Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction irrigator tip was damaged and was unable to be removed from the patient easily. Port and instrument was pulled out of patient. Tip snapped off while removing instrument from cannula. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The suction irrigator was analyzed and the reported complaint was confirmed. The distal end of the irrigator was no longer present. The instrument was found to have all the snake wrist cables broken off at the wrist. In addition, the entire distal end was broken off as a whole unit including the distal tip, snake wrist, and lumen assembly. No material was returned by the customer. Missing material as a unit was approximately, 0.92" x 0.32". The complaint regarding damaged tip was confirmed by failure analysis.